Event description:
Pt was given synvisc one injection on (B)(6) 2017. Post injection, she had 3 days increased pain and swelling. No longer having symptoms. Event abated after use stopped/dose reduced.